Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Event description:
It was reported that an arteriotomy closure of an unspecified assess site was attempted with prostyle devices relative to an unknown procedure. Reportedly, suture breaks occurred with three prostyle devices. Hemostasis was achieved with proglide devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report the additional prostyle devices referenced are filed under separate medwatch report numbers.